Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent laparoscopic adhesiolysis, vaginal sling revision/removal, laparoscopic mesh sling removal, laparoscopic urethrolysis, cystotomy repair, laparoscopic burch urethropexy and cystoscopy on (B)(6) 2014 for abdominal pain/suprapubic pain, dyspareunia, vaginal pain, mesh complication, mixed urinary incontinence, sui, urgency, frequency and urinary obstructive symptoms. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/26/2016.

Manufacturer narrative:
Date sent to the FDA: 08/8/2016.